Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported event could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 18.5 diopter intraocular lens (iol) was removed due to patient complications. The physician noted that there was no visual or product issue. The patient had moved several times, causing a tear in the capsule. The physician felt the bag was compromised and did not like the lens placement. The incision was enlarged and the za9003 was removed and replaced with an anterior chamber lens. Vitrectomy was required to clean up the vitreous and sutures was used to close the wound. The physician noted that there was no issue with the za9003 lens and that this was a complicated case. The patient was reported as fine post op.